Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced inflammation, adhesions, mesh migration, pain, mental pain, scarring, permanent impairment, loss of enjoyment of life, and defective mesh. Post-operative patient treatment included surgery to repair device.

Manufacturer narrative:
Additional information: a2, a3a, a4, b2, b5, b7, d4 (lot#, expiration date), d10, g1, h4, h6 (ime, imf, device codes, ime e2402: nerve entrapment). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Sthe patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced inflammation, adhesions, mesh migration, pain, mental pain, scarring, permanent impairment, loss of enjoyment of life, defective mesh, nerve entrapment, infection, recurrence, fistulas, perforation, intestinal blockage, groin pain, abdominal pain while attempting bowel movements, and painful ejaculation. Post-operative patient treatment included surgery to repair device, left groin exploration, triple neurectomy, debridement, irrigation, revision surgery, and medication.

Manufacturer narrative:
Correction: h6 (ime code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced inflammation, adhesions, mesh migration, pain, mental pain, scarring, permanent impairment, loss of enjoyment of life, defective mesh, nerve entrapment, infection, recurrence, fistulas, perforation, intestinal blockage, groin pain, abdominal pain while attempting bowel movements, and painful ejaculation. Post-operative patient treatment included surgery to repair device, left groin exploration, triple neurectomy, debridement, irrigation, revision surgery, medication, oral pain medication, & suture removal.

Manufacturer narrative:
Additional info: a1, a4, b5, & b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.